Event description:
Within the first five mins of initiating hemodialysis treatment, the pt complained of shortness of breath. No other symptoms were reported. The hemodialysis treatment was terminated. The pt became unconscious and was transferred via emergency svs for emergent care. The pt subsequently expired at the inpatient facility.

Manufacturer narrative:
No product malfunction was identified. Review of the cycler treatment log indicates the dialysis treatment was ended by the user within 5 mins of the initial start. The returned cartridge was determined to be performed in accordance with manufacture specifications. No trending of the reported symptoms has been identified with the cited cartridge lot#. Biocompatibility of device has been established. The user's guide includes adequate warnings to monitor for potential allergic reactions with regular dialysis treatments.